Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 43630 was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 2.2340 inches from the tip of the sheath. In conclusion, the steerability issue was not confirmed through testing. However, the sheath failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath could not be straightened, causing extra time to cannulate the right superior pulmonary vein (rspv). The case was able to be completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.